Event description:
It was reported that the solution was leaking out of the wing cap of a small volume (B)(4) folfusor. This was observed during fill with unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from july 13, 2014 to july 14, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified that the blue winged luer cap was untightened. The device was filled with green colored water and the blue winged luer cap was manually tightened. The device was monitored until the next day. No leaks, malfunctions or other abnormalities were identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.